Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic total gastrectomy. According to the reporter: after firing, the anvil did not tilt. The procedure was converted to an open surgery. When the surgeon adjusted the anvil in the cavity, the anvil eventually tilted. During the leak test at the end of the surgery, no leak was detected; but, a minor leak was found 5 days following surgery. With drainage, the pt is under observation. The pt began to eat normally by mouth. The next day, the pt had a fever. The pt is still in the hospital. Add'l info from the reporter that the leak is from the staple line.